Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that it was observed that the air/water channel had white residue in it. Due to the presence of the foreign material, the air/water supply was insufficient. Other observations for the device are: hole on switch (sw) 3; angle wire is detached, due to which there is no angulation for down direction; play of control knob; distal end rubber adhesive is cracked; insertion tube has scratches; and light guide tube has scratches. The user¿s complaint of dial not angulating was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of the dial not angulating the device occurring during an unknown diagnostic procedure. There is no harm to the patient. Upon evaluation of the returned device, it was observed that the air/water channel had presence of white residue. This medwatch is being submitted for the reportable issue of white foreign material found in the air/water channel during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a white foreign material in the air/water channel - however, the material was unable to be further specified. Moreover, no physical damage was noted at the location where the material was detected, nor was there any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The user can detect the suggested event properly in accordance with the following instructions for use (IFU): "inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Inspection of the endoscopic system, inspection of the air-feeding function, and inspection of the objective lens cleaning function." The user can reduce/prevent occurrence of the suggested event in accordance with the following IFU: "·f the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. To prevent clogging of the air/water nozzle, always use the a/w (air/water) channel cleaning adapter to clean the air/water channel after each use." Olympus will continue to monitor field performance for this device.